Manufacturer narrative:
Batch review performed on 21 february 2019. Lot 183488: (B)(4) items manufactured and released on 10 july 2018. Expiration date: 2023-06-26 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary knee surgery and while trialing for the poly, it was discovered that the cement did not adhere to the size 4 femoral component and the implant was loose. The surgeon removed the femoral component and removed the cement from the patient's femur with a bur. This caused a 45 minute delay in the case. The surgeon implanted a different size 4 femoral component and had no issues with the cement adhering to the implant. The surgery was completed successfully. The cement was not a medacta product.